Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date between (B)(6) 2017, a 27mm sjm masters mechanical heart valve was implanted in the mitral position. Per report, the post-operative gradient was 4mmhg. Fifteen days post-op, the gradient was 11mmhg. On (B)(6) 2017, the gradient was 17mmhg and one leaflet was found to be obstructed on fluoroscopy. Per report, the patient suffered a cva post-operatively (details unknown). Currently, the patient is being monitored. No further information was available.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6), following the suspected leaflet obstruction, the patient was unable to undergo a tee until the inr was decreased. When the patient¿s inr decreased, a tee confirmed the valve was functioning properly. As the patient continued with an elevated gradient, there was a need for surgical revision of a pseudo-aneurysm and intraoperatively, the valve was again confirmed to be functional. However, the surgeon elected to be conservative in patient management and on (B)(6) 2017 the 27mm masters valve was replaced with a 27mm mechanical valve (details unknown).